Manufacturer narrative:
Plant investigation: the reported event can be confirmed by the provided intake information. According to the intake information, a power surge occurred and the aquabplus had no power. It is likely that the power surge damaged the 24v power supply unit. The defective power supply unit is a supplier part. A supplier non conformity report will not be initiated because the device is out of warranty after around nine years of operation. During troubleshooting thermal damage at the 24v power supply unit connector and the 24v connection cable was found. The cause for this failure is a bad electrical contact at the contact pin which results in transition resistance and high thermal energy, resulting in an overheated and discolored 24v connection cable/plug. Due to the bad electrical contact the 24v voltage could get lost. This is known issues. Corrective actions were defined and implemented. Improvements to the production process were completed in april 2023. Only devices and spare parts manufactured since april 2023 could be manufactured with the improved process. The affected device was manufactured in 2015, before implementation of the corrections in series production. The customer resolved the damaged 24v power supply unit by borrowing the part from stage 2 in order to return the system to service. The part numbers for the 24v power supply, 24v connection cable and motherboard were provided by fresenius in order to resolve the reported thermal damage.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The power control board is burned where a connector goes into the board. There was a power surge to the building. There was no power to the ro system. The atom was advised to install the stage 2 power board into stage 1. Additional information came from a subsequent call to fresenius technical services from a user facility biomedical technician (biomed). The power supply, motherboard, and connecting cable all show signs of heat. The power supply from stage 2 was installed in order to get the ro system running. The part numbers for the power supply, motherboard, and connecting cable were requested and provided. Additional information was requested however a response was not received. There was no harm to any patients or individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (investigation conclusions).

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The power control board is burned where a connector goes into the board. There was a power surge to the building. There was no power to the ro system. The atom was advised to install the stage 2 power board into stage 1. Additional information came from a subsequent call to fresenius technical services from a user facility biomedical technician (biomed). The power supply, motherboard, and connecting cable all show signs of heat. The power supply from stage 2 was installed in order to get the ro system running. The part numbers for the power supply, motherboard, and connecting cable were requested and provided. Additional information was requested however a response was not received. There was no harm to any patients or individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The power control board is burned where a connector goes into the board. There was a power surge to the building. There was no power to the ro system. The atom was advised to install the stage 2 power board into stage 1. Additional information came from a subsequent call to fresenius technical services from a user facility biomedical technician (biomed). The power supply, motherboard, and connecting cable all show signs of heat. The power supply from stage 2 was installed in order to get the ro system running. The part numbers for the power supply, motherboard, and connecting cable were requested and provided. Additional information was requested however a response was not received. There was no harm to any patients or individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.